Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer stated that they inserted a new sensor, but woke up three hours later from sleeping to discover that they received a calibration error. The patient's blood glucose was 99 mg/dl at the time of the call. The customer declined troubleshooting the issue. The customer pulled the sensor had had tiny bit of blood at the site and a slight bend in the sensor. The customer was sent a new sensor.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor canula broken, broken part was not found see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also found sensor's canula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer return sensor no needle.